Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2317-70 serial/ lot: (B)(4), description: infinion cx lead kit, 70cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced lead migration, which led to loss of stimulation. The patient underwent a revision procedure to explant one lead and implant a new lead. The bsc representative was not sure which lead was explanted. During the procedure, the leads went anterior during insertion. After the revision procedure, the patient was still in the hospital and experienced intense lower limb pain. The physician noted that the patient was improving and is likely to be discharged in the next few days, once her medications have been tapered.